Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained that morning of 202 and 288 mg/dl fasting. The customer¿s expected fasting blood glucose test result range was not disclosed. The customer reported feeling lightheaded; customer did not clarify if it was related to diabetes. Customer stated she had gone to the doctor the day prior to the call; doctor was aware of her symptom(s). Customer stated that the doctor was going to change her medication. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 09/30/2024; product storage and open vial date were not disclosed. The meter memory was not reviewed for previous test result history. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the customer's condition had improved - able to establish contact with customer who stated she is still having the ongoing issue that the doctor is aware of. Medical intervention since the last call was reported: customer stated she had gone to the ER due to high blood glucose (diagnosis). Customer declined to provide further details. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.